Event description:
It was reported that there was an infection (unknown type) at the pocket site of the patient¿s implantable neurostimulator (ins) which created a small (approx. 1 cm diameter) skin breakdown where one corner of the ins was visible. Patient symptoms of drainage with incisional wound opening were reported. A culture of the device pocket was taken (results not specified). It was reported that antibiotic treatment was necessary. A revision procedure was performed. Specifically, the patient was placed under general anesthesia and the right buttock and low waist areas were prepped and draped. The existing pocket site was excised and the ins was exposed. With the use of a torque wrench, the extension and plug in channel 2 were removed. New plugs were placed into the bilateral channels and soaked in a betadine solution while the new pocket was created. It was also noted that when the former pocket was exposed, the bifurcated extension was also exposed. It was noted that the extension was long enough that it was able to be re-tunneled and reconnected to a new pocket. The plug from channel one was removed and the extension was connected. Both were connected with the torque wrench again. Impedances were checked once the ins was placed in a new pocket (created above the former pocket and buried at a depth of 1.5 cm) and all values were within normal limits. The former pocket was left slightly open so healing could occur from the inside out per the plastic surgeon¿s suggestion. The pocket was closed half way, a drained was placed, and covered with sterile gauze/bandage dressing. The patient was to return to the clinic in a week. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3487a, lot# l57033, implanted: 1998 (B)(6); product type lead product ID 3487a, lot# l56902, implanted: 1998 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Follow up information received reported that the patient was 2 weeks post-op and their physician was cautiously optimistic that the infection was clearing. It was noted that the pocket incision was well approximated, slight pink in tone along the incision but may be attributed to retention sutures that were in place per the physician's assessment. The results of the culture were unknown. The patient was reported as stable and receiving effective therapy. If additional information is received, a follow up report will be sent.